Manufacturer narrative:
Investigation: customer returned (11) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that insulin is not coming out when priming. All returned pen needles were examined and 9 out of 11 samples exhibited a bent non patient end of the cannula. Both remaining samples were tested and both were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing eight occurrences of inability to prime during use. The following has been provided by the initial reporter: material no: 320122, batch no: 6272798, unknown. It was reported insulin is not coming out during the priming. Verbatim: issue: consumer reported insulin is not coming out during the priming. Samples available. He uses the 4mm 32 g green tear drop label. Occurence-8. Incident date- unknown. Lot# 6272798. Issue: nothing came out of the needles during the priming in the past with the same pen needle, he uses the 4mm 32g, green tear drop label. Sample discarded. Incident date-unknown. Occurence-unknown. Lot# discarded, unknown. He uses the new pen needles each time of his injection. He rotates the injection site. He firmly attaches the pen needle on the pen, he visually tests the needle to see if it is straight.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6272798. Medical device expiration date: unknown. Device manufacture date: 2016-09-28. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing eight occurrences of inability to prime during use. The following has been provided by the initial reporter: material no: 320122, batch no: 6272798, unknown. It was reported insulin is not coming out during the priming verbatim: issue: consumer reported insulin is not coming out during the priming. Samples available. He uses the 4mm 32 g green tear drop label. Occurence: 8. Incident date-:unknown. Lot#: 6272798. Issue: nothing came out of the needles during the priming in the past with the same pen needle, he uses the 4mm 32g, green tear drop label. Sample discarded. Incident date: unknown. Occurence: unknown. Lot#: discarded, unknown. He uses the new pen needles each time of his injection. He rotates the injection site. He firmly attaches the pen needle on the pen, he visually tests the needle to see if it is straight.